Manufacturer narrative:
Reporter returned 1 toothbrush head on 13-apr-2016. Evaluation in progress.

Event description:
Toothbrush head came apart as I was cleaning my teeth [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that an oral-b dualaction brushhead came apart as she was cleaning her teeth with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.